Event description:
Device issue: balloon rupture. Time of issue: during the procedure. Adverse event: none. It was reported that during dilatation in the heavily calcified, left common iliac artery, the fox plus balloon ruptured during inflation at 9 atmospheres. The balloon was successfully removed without incident and dilatation was completed using a second fox balloon. There was no adverse pt effect. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4): the device is expected to be returned for eval. It has not yet been received.